Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd or 4th firing echelon straight/flex: asku. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Struggled going thru the tissue. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the first and second firing with a gold cartridge the device fired. The cutline was completed and all the staples fired but some of them did not form. A second device was pulled to complete the procedure with no patient consequence.